Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate shock during vt and two inappropriate treatments in response to CPR/motion artifact. At 05:33:06, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 220 bpm with motion/tactile artifact and electrode lead falloff. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs, motion/tactile artifact and electrode lead falloff. Asystole was seen intermittently from 05:36:21 to 06:19:12. At 06:22:15, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. At 06:22:42, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/motion artifact. The patient's post-shock rhythm was unknown due to being obscured by CPR/motion artifact. The electrode belt was disconnected at 06:22:51.